Event description:
It was reported that the asymptomatic patient presented with their implantable cardioverter defibrillator exhibited far r-wave over-sensing. No intervention was performed. There were no patient consequences.